Event description:
A customer observed discordant vitros (B) (6) results on a single pt sample on the vitros eciq analyzer. The true (B) (6) status was considered negative based on two competitive methods. Erroneous (B) (6) results may lead to confusion in the diagnosis and treatment of (B) (6). The vitros result was reported as negative based on the customer's internal procedure. There was no allegation of harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event found that the vitros (B) (6) and vitros eciq system were operating as intended. Quality control results were acceptable and the customer had not observed any analyzer condition codes at the time of the event. The investigation determined that the customer processed the sample collection tube outside the manufacturer's recommendations. The root cause of the false reactive (B) (6) result could not be determined, however, the possibility of inappropriate sample processing or an unknown sample interferent contributing to the results could not be ruled out. Further investigation was not possible, as there was no additional sample for testing.